Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9220 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since christmas the patient's recharger had been shocking them. The patient stated they used a thin piece of clothing in between when charging their implant. A replacement wireless recharger was sent out. The patient was redirected to their healthcare provider (hcp) if the issue persisted. Additional information was received on 2025-jan-22. The patient called back requesting assistance pairing their new recharger to their handset and ins. The patient was guided through the process of switching their recharger. The patient briefly saw a screen that indicated an open loop charging and instructions to press and hold recharger power button down; the patient mentioned they needed to turn their old recharger off. It was confirmed that the old recharger was off, and the patient was then able to successfully connect their recharger to their handset and then the recharger to their ins and saw good connection.